Event description:
Information received regarding the explanted device notes that during a routine follow-up, the lead exhibited a sensing anomaly, 1150 ohms impedance in the unipolar configuration and there was not an appropriate safety margin for pacing. The lead had been programmed to unipolar due to insulation integrity. The patient was in normal sinus rhythm.